Event description:
It was reported that the user ran out of teflon infusion sets and connect adapters earlier than expected due to user error during insertion, including not fully cocking the applicator which led to the infusion set deploying improperly and coming out of the applicator. No reported adverse clinical effects. Outcomes included a goodwill replacement order being sent and no alerts or alarms reported. Investigation included complaint intake and assessment of user technique and product use. Investigation of this case revealed an insertion technique issue resulting in incorrect infusion set deployment, with no device alarm behavior observed and no component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion.